Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily tortuous anatomy contributed to the reported failure to advance. Additionally, an interaction with the anatomy during the pushing and pulling of the stent delivery system (sds) in the attempts to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and resulted in the stent becoming loose on the balloon. It should be noted the promus instructions for use states: should any resistance be felt at any time during coronary stent system advancement, the stent delivery system and guiding catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for loose stents for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous right coronary artery. The 2.5 x 18 mm promus was advanced, but despite pushing and pulling, the stent would not cross. The device was removed from the patient and the stent was noted to have moved on the balloon. The procedure was completed successfully using a 2.5 x 15 mm promus stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.